Event description:
Customer reported device = 557 mg/dl in the morning. Retest = 500 & 450 mg/dl. Doctor advised customer to go to the emergency room (ER). ER device = 101. Lab = 113 mg/dl. Customer was treated at hospital but stated being unsure of medications. Controls were within range. A request was made for return product and replacement product was sent.